Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Medwatch #: mw5078897.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an outpatient colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, even after the device was cut near the catheter, the wire failed to detach from the clip. The wire was then secured to the thigh with tape, the patient was taken to the operating room, and an endoscopy procedure was performed in order to detach the wire from the clip. The patient's condition at the conclusion of the outpatient colonoscopy procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.